Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. There was moisture damage found on the motor also. There was no constant tone or beeping/noise anomaly noted. They were unable to verify the light on anomaly due to the blank display anomaly. The pump had a cracked case at the display window corners and a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had condensation and will turn on but will not do anything for him. Customer stated that there is fluid under the lcd display. Customer stated that the pump was making a beeping noise and the light came on. Customer stated that the pump won't let her seen what is on the screen. Customer was advised to discontinue use of the pump. Customer was advised to revert to back-up plan.